Event description:
A user facility¿s head nurse assistant reported to fresenius medical care canada (fmcc) that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008 hemodialysis machine, alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) is 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The complaint device is not available to be returned to the manufacturer for evaluation; however a photo was provided. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, a photograph was provided showing a small amount of blood on the outside of the fibers in the bell housing to the right of the label. The blood is localized and appears to be in a small stream; this is indicative of a fiber leak. There was no other damage or irregularities noted on the dialyzer. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility¿s head nurse assistant reported to fresenius medical care canada (fmcc) that that a visible internal dialyzer blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. He machine, a fresenius 5008 hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation; however a photo was provided.

Event description:
A user facility's head nurse assistant reported to fresenius medical care canada (fmcc)that a visible internal dialyzer blood leak occurred two minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008 hemodialysis machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were not used. There was no defect or damage noted on the dialyzer. Fresenius bloodlines were also in use. The patient¿s estimated blood loss (ebl) was approximately 300ml. There was no patient injury, adverse event or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation; however, a photo was provided.